Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up approximately 4 years post index procedure where CT revealed aneurysm growth and a potential type ib or type iiib endoleak. Multiple angiograms were taken to confirm the type of endoleak, however, it was difficult to see but a type iiib endoleak was suspected so the physician elected to re-intervene by relining the main body with a new afx bifurcated stent graft. The procedure went well and no endoleak was seen on the final angiogram. As of the date of this report, there have been no additional patient sequelae reported.